Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Upon inspection/evaluation of the returned device, olympus noted the adhesive between the cover body and probe was cracked, and the forceps glue cover was peeling (reportable device malfunction). Additional evaluation findings include: the user's report of leak was confirmed. There was a leak between the switch and switch body. Olympus removed the switch unit and checked the switch box, o-ring, and control unit and was not able to identify the root cause of the leak. Recommended replacement of switch unit. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported during reprocessing of an evis exera ii ultrasound gastrovideoscope, a fluid leak was noted. Upon inspection/evaluation of the returned device, olympus noted the adhesive between the cover body and probe was cracked, and the forceps glue cover was peeling. There is no patient impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be (B)(6) 2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.